Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The pt reported that soon after implanted the pt would get shocks on the right side of their body and sometimes it would make their leg go numb. The shock felt like they were in therapy and they were trying to see how long they could stand it; the shocking was up and down their body. Pt did not want to charge the ins again until they resolved the issue. Pt noted during the trial a month or two ago pt said the shocking happened during the test but they said it was a fluke and would not happen, that was worse. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Since the second implant patient still had shocking pain in their feet right leg and knee and a lot in the waist area. This shocking is irritating but not as painful. However, when patient gets shock in their knee, they lose feeling and lose control of the leg. So far patient has handled it but it scares them. Patient uses a crutch. Patient has not (been) able to sleep for 4 nights not at all and it was making patient sick so they called their rep and she found it wasn't the stimulator but patient could turn it off for a while. So patient turned stimulator off for 2 days and finally able to sleep. No sure how to handle this problem. Patient did go online and noticed many people had this problem. No steps have been taken to resolve any of the issue. Right now patient is afraid of stimulator but it helps (illegible) back pain. Mainly patient is afraid their knee will give out. Patient has tried turning stimulator off at 7 pm at night and back on in morning. This is helping their sleep, but not sure if doing this makes stimulator work as it should.